Manufacturer narrative:
Distributor has not responded to request for further info. The investigation has been terminated.

Event description:
Sales reported a problem in india with a cub 750 ventilator. The tube from the inlet manifold to the 02 transducer ruptured during use on a pt.